Event description:
This phacoemulsification handpiece caused the ophthalmic microsurgical unit being used during a cataract extraction procedure to power down. Another handpiece was used to complete the procedure which was delayed approx. 40 minutes.